Event description:
It was reported during service that the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed the cable caused a bias current error to be displayed by the engineering technician through functional evaluation. During the device inspection, the technician determined the cable¿s internal wiring was damaged. The presence of damaged internal wiring may cause or contribute to the reported event. Device was placed in parts retention.